Event description:
It was reported there was a suspected catheter issue. A dye study was performed. There was good cerebrospinal fluid (csf) flow and the dye appeared in the intrathecal space with no obvious leak or fracture under fluoroscopy. The drug reservoir was also checked for volume. The actual volume of the drug in the pump was consistent with expected volume from the pump interrogation. The patient was currently in the hospital being examined and monitored for any possible reason for his symptoms. The catheter issue was still an area of consideration per the healthcare provider (hcp). The logs were read on the pump and no errors of motor stalls were noted nor was there any active alarm. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced generalized itching and noticeable spasms in the lower extremities. It was further reported there was no obvious catheter or pump issue identified. There was no obvious cause to the event. It was later reported the patient experienced an increase in tone in the lower extremities, an increase in clomus, urinary retention, and skin felt like a ¿sunburn.¿ the patient was placed on oral baclofen for a short period and the pump was increased. The patient recovered without permanent impairment. The drug being delivered via the device system was baclofen. If additional information was received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).